Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred on an unknown date with regards to oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros®; chemolock¿; syringe transfer set w/microclave®, chemolock¿ port where the reporter stated that "they had multiple complaints related to leaking from the cl port on the cl3960". About seven (7) samples were reported to be affected. There were unknown patient involvement and unknown adverse event.

Manufacturer narrative:
Investigation summary: a photo was returned showing a white powdery substance outside of the fluid path. The area of leakage could not be determined from the photo provided. The reported complaint can be confirmed from the photo provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record could not be reviewed due to the unknown lot number.